Manufacturer narrative:
The insulin pump received with protruded/loose drive support disk, minor scratches on display window and cracked reservoir tube lip. The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime rewind process. Customer stated that insulin pump has been giving him too much insulin. Customer also stated that during a bolus the numbers were scrolling on the pump's screen. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 142 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.